Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is spontaneous report by a physician from (B)(6) of back pain and sterile peritonitis in a patient ((B)(6)) coincident with physioneal 40, unknown bag therapy. On (B)(6) 2010, the patient began treatment with physioneal 40, unknown bag, 1200ml 4x/day (lot number not reported), intraperitoneally (ip) via continuous ambulatory peritoneal dialysis (capd), for suspicion of (B)(6). On (B)(6) 2010, the patient experienced back pain and sterile peritonitis, manifested by cloudy effluent. On the same day, the patient was treated with ip doses of vancomycin 1,5gm (frequency not reported) and oral ciprofloxacin, 250mg 2x/day. On (B)(6) 2010, remedial treatment with vancomycin and ciprofloxacin ended and on (B)(6) 2010, the patient was hospitalized for back pain and sterile peritonitis. The pd catheter was removed on (B)(6) 2010 and the patient was switched to hemodialysis. On (B)(6) 2010, the patient was discharged from the hospital and recovered from the events of back pain and sterile peritonitis in (B)(6) 2010. Concomitant medications were not reported. The reporter believed the events of back pain and sterile peritonitis were probably related to physioneal.